Event description:
It was reported that PICC inserted in to left brachial vein (B)(6) 2024 cut 52 cm external 6 cm with securacath insitue indentation notice in line (B)(6)2024 below 3cm, unable to bleed and line leaking, unable to straighten the line. Removed (B)(6) 2024 as line was leaking below 3cm. Event occurred during use. There was no serious injury or change of treatment required. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.